Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair, transvaginal sling for ladder neck suspension and a perineorrhaphy due to stress urinary incontinence with cystocele, rectocele, and introital looseness.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to pelvic organ prolapsed and stress urinary incontinence.